Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to manufacturing defect in the main blower. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient involvement reported.

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). Device received; evaluation pending.